Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump. However, the next morning, the customer saw that another occlusion had occurred, but had not heard the alarm. The customer's blood glucose (bg) level was 585 mg/dl with ketones. The supplies on the pump were changed. Boluses via the pump and insulin injections were unsuccessful at lowering the bg level. The customer went to the emergency room (ER) and was admitted to the hospital on (B)(6) 2016 for dehydration and diabetic ketoacidosis. The customer was treated with saline and insulin; the reported patient issues were resolved. The ER doctors said that the customer has a genetic tendency to become dehydrated at night causing her skin pores to close and pinch the infusion set causing an occlusion. The customer was to try to use a glucose monitor and possibly change the type of infusion set. The customer was discharged on (B)(6) 2013. The customer's bg was within range and the customer felt much better.